Manufacturer narrative:
(B)(4). Physio-control advised the customer to retire and replace the device because of the age of the device and no options for repair. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that the on/off button on their device was not responsive and the customer was unable to power the device on. There was no report of any patient use associated with the reported issue.